Event description:
Dealer requested quote only for a replacement seat for repairs. Dealer did not provide any further details.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.